Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 9.6 cm. Three full breach degradations of the outer insulation were noted at 6.9 cm to 7.2 cm, 7.7 cm and 8.2 cm to 8.3 cm from the connector pin. Other damages found were consistent with surgical damage. No other anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.